Event description:
The customer stated that they received questionable ise results for two patient samples tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. Of the mentioned tests, both samples had erroneous k and cl results. No erroneous results were reported outside of the laboratory. The samples were repeated on another analyzer and the repeat results were believed to be correct. The first sample initially resulted with a k value of 5.6 mmol/l, which repeated as 3.9 mmol/l. The first sample initially resulted with a cl value of 136 mmol/l, which repeated as 100 mmol/l. The second sample initially resulted with a k value of 5.6 mmol/l, which repeated as 4.2 mmol/l. The second sample initially resulted with a cl value of 135 mmol/l, which repeated as 103 mmol/l. The patients were not adversely affected. The serial number of the c 501 analyzer is (B)(4). The k and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined there was contamination in the fluidics pathway. The na electrode was leaking fluids into a connection. He decontaminated the ise flowpath and replaced the na electrode. Pump settings and fill settings were at target. He performed ise checks and these looked good. The customer ran calibration and controls. Calibration and controls were acceptable. No relevant alarms were observed upon review of the alarm trace. The investigation determined that the service actions resolved the issue.